Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Neck dilatation due to uncovered portion of aortic neck.

Event description:
On (B)(6) 2007, patient implant of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. After the original procedure there was approximately 3-4mm of uncovered neck. Follow up CT revealed that there was post-dilatation which caused a type I endoleak. On (B)(6) 2009, the patient was treated with a 34-34-80l proximal extension. Additional information was received that the patient still had a persistent type I endoleak. Post secondary implant, CT revealed that the patient's lowest renal came off anterior resulting in approximately 5mm of uncovered neck after the initial procedure on (B)(6) 2007. On (B)(6) 2010, the patient was brought back for an implant of a 28-28-75l proximal extension in order to account for the remaining uncovered aortic neck. The type I endoleak persisted and a palmaz stent was placed. The leak was reduced to a slight blush; the physician decided to monitor.

Event description:
In 2007, pt implant of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. After the original procedure, there was approx 3.4 mm of uncovered neck. F/u CT revealed that there was neck post dilatation which caused a type I endoleak. In 2009, the pt was treated with a 34-34-80l proximal extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Neck dilatation due to uncovered portion of aortic neck.